Event description:
While administering CPR to pt on bed, the mattress perimeter inflated and center deflated making CPR difficult. It is believed that the user mistakenly hit the bed egress button rather than the CPR button.

Manufacturer narrative:
The reason for death is unk. No other information was obtained.